Manufacturer narrative:
This event was reported through an attorney, as a result of a legal claim. Due to the ongoing litigation no additional information is available at this time. If additional information is received it will be reported on a supplemental report. Device disposition is unknown.

Event description:
It was reported through the filing of a legal claim, that the claimant underwent surgery on (B)(6) 2010 to repair a compound tibia and fibular fracture using a stryker tibia nail and locking screws. It's further alleged that the patient had to undergo revision on (B)(6) 2018 due to continued pain.

Manufacturer narrative:
The reported event of nail removal was not confirmed as to missing product and / or missing medical records. The review of manufacturing documents could not be carried out as no lot-no was given. As no item was returned no physical examination could be carried out. Referring to the reported event ¿ nail removal due to pain ¿ a deficiency of the product, e.g. Breakage, was not complained. Without medical records it could not be determined if bone healing potentially was insufficient ¿ thus, causing pain. Also, it could not be determined if pain was caused by potential implant breakage. Potential causes for events caused by product deficiency are listed in the labelling. Review of the CAPA database and risk analysis did not identify any conspicuity. The review of the risk assessment indicated issues with product deficiencies were addressed adequately. There are no actions in place related to the reported event for the subject product. In the case presented the implant(s) had been removed after an implantation period of more than 8 years. A dwell time of 8 years and more exceeds the expected lifecycle of a temporary implant. With available information a deficiency of the device was not verified. In case further information should become available, we reserve the right to update the investigation and change the root cause.

Event description:
It was reported through the filing of a legal claim, that the claimant underwent surgery on (B)(6) 2010 to repair a compound tibia and fibular fracture using a stryker tibia nail and locking screws. It's further alleged that the patient had to undergo revision on (B)(6) 2018 due to continued pain.